Event description:
It was reported that kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The wds was deployed with inadequate placement. Prior to recapture of the wds, a kink was noted on the was, proximal to the marker bands. The device was recaptured successfully. The wds and was were then removed from the patient and a new was and wds were used. The procedure was ultimately aborted due to difficult patient anatomy. There were no patient complications.